Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had been wearing a pod between 4 and 24 hours the pods cannula had not deployed and the pink slide did not move forward upon initial activation. The patients reported blood glucose levels were over 600 mg/dl.

Manufacturer narrative:
The device was received with the cannula deployed and the needle retracted. After investigation of the needle mechanism, no issues were found that would result in the cannula failing to deploy.